Event description:
Dr's report states in 1992 pt developed fatigue, insomnia and visual problems. Dr's report also states pt had shortness of breath, chest pain, rash, numbness, tingling of the hands, feet, myalgias, weakness, dropping things, stumbling, can't remember what she reads, saying things not meant to say, joint swelling, weight gain, easy bruising, headaches, photosensitivity, gastroesophageal reflux, balance problems and allergies. Pt alleges for the last two years she has experienced a lot of joint pain, leg cramps and fatigue. Pt also alleges that during a recent mammogram one of her implants was found to have ruptured and therefore she had both implants removed, but still experiences a lot of pain. Mammography report states that bilateral mammograms show the prosthesis on the right is somewhat lobulated and there is a small amount of extravasated silicone in the axillary region in the upper portion of the right breast.